Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. The reported patient effects of recurrent mr and death are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. Based on the information provided a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a result of the reported slda. The reported unrelated death appears to be related to the patient condition. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. Implant date: estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip event summary referenced in the article is filed under a separate medwatch report number. Literature article title ¿transcatheter edge-to-edge mitral valve repair with the mitraclip g4 system¿.

Event description:
This is filed for single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported through a research article, identifying the mitraclip g4 ntw clip delivery system, that one patient experienced a slda with recurrent mitral regurgitation approximately 10 days post mitraclip procedure. Details are listed in the article, titled transcatheter edge-to-edge mitral valve repair with the mitraclip g4 system.